Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown.

Event description:
It was reported that the patient presented with breakout on lips and inside of mouth-possible allergy. Patient also had inflammation and pain. No allergy testing has been completed at the time of this report. The implant was removed.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned products identified dried blood and bone and no apparent malfunction around the devices. The DHR was not available electronically for the subject lot number, thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported event. A supplemental report will be submitted should the pce investigation be re-opened. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.